Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 420mg/dl and the pump does not alarm no delivery when the reservoir is empty. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer was advised to follow up with their doctor regarding the high blood glucose. Customer indicated that they would call back after the device is primed.